Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported a right side ¿rupture¿. The device has been explanted.

Event description:
Patient reported a right side ¿rupture¿. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, one opening on the posterior side assessed as surgical impact opening and one opening on the posterior side assessed as unidentified (tear) opening. (Shell thickness was within specification) additional observations. Yellow particle in the shell observed. Non penetrating nick (stress marks) observed on the device. No further actions are required as the device was implanted.

Event description:
Patient reported a right side ¿rupture¿. The device has been explanted.